Event description:
It was reported that the right atrial (ra) lead dislodged when removing the patient from the table after the implant procedure. It was also reported that the ra lead had no capture at 7.5v/1.5ms. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407452 lead (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage.